Event description:
The customer contacted the siemens customer care center (ccc) and stated that cholesterol and total protein results were generated without valid calibrations on an advia 1800 instrument. The instrument had switched to new reagent lots that had not yet been calibrated and were expected to automatically calibrate. The quality controls were out of range for the total protein method and no patient results were reported. Patient results were reported for cholesterol. Patient samples were repeated and no corrected reports were required. There are no reports of patient intervention or adverse health consequences due to cholesterol and total protein results being generated without valid calibrations.

Manufacturer narrative:
Siemens healthcare diagnostics, inc. Has investigated the instances of advia chemistry systems passing calibration and quality controls (qc) in situations where the system should not pass calibration and qc. The system allows auto-calibration to be run when a reagent switches from the primary reagent pack to the backup reagent pack, as labeled in the reagent inventory window or at a selected time frame, set to hours or days. Auto-qc can be run when a reagent switches from the primary reagent pack to the backup reagent pack, as labeled in the reagent inventory window, at a selected time frame, set to hours or days, or a after a set number of tests. In situations where there is an auto-calibration with system-related errors, auto-calibration with lot change, or reagent pack switch mid-calibration or mid-qc, the system should not pass calibration and qc. The investigation concluded that certain software versions may allow the system to pass calibration and qc when those situations occur. Urgent medical device correction (B)(4) entitled "advia chemistry systems: auto-calibration with system-related errors, auto-qc, and reagent pack switching" was sent to customers in the united states in november 2013. Urgent field safety notice (B)(4) entitled "advia chemistry systems: auto-calibration with system-related errors, auto-qc, and reagent pack switching" was sent to customers outside the united states in november 2013. The umdc/ufsn explain the situations, the risk to health, and actions the customer can take to prevent or resolve issues related to the situations.